Event description:
Boston scientific received information that the implantable cardioverter defibrillator in association with this right ventricular (rv) lead did exhibit about 3 seconds of pacemaker inhibition during the implant, during induction using shock on the t-wave. There was not a sensed r-wave within 2 seconds, so the charge was diverted and a vp sent out but not before the 3 second pause occurred. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service.